Event description:
It was reported that the patient experienced perforation on heart wall with the right ventricular (rv) lead. The right ventricular (rv) lead was extracted and replaced. The patient had a pericardial drain placed for the effusion. No additional adverse patient effects were reported.